Event description:
Pigtail broke off catheter while in sheath in iliac artery. Surgeon snared the broken piece intact prior to proceeding with rest of surgery. New catheter obtained and utilized for remainder of procedure.